Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was reported to be high due to the malfunction suspending insulin delivery. The customer corrected their high bg using a manual correction injection. Reportedly, the customer had an alternate pump available for insulin therapy.